Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a sudden onset of low flow alarms, with flow 0.8 liters per minute (lpm), pulsitility index (pi) 2.3, and power 3.2 watts. The patient was alert and oriented and complaining of chest pain. Their international normalized ratio was 2.2, lactate dehydrogenase 246, and the patient had an elevated troponin. Their lactic acid 1.7 and increased to 6.5. The patient was non-pulsatile on their arterial line. Computed tomography angiography (cta) chest did not note thrombus. The patient had postoperative changes of aortic valve replacement with cardiomegaly and moderate right, small left bilateral pleural effusion with mild pulmonary edema on a background of centrilobular emphysema seen on cta. The patient continued to have low flow despite increasing speed to 6000 rotations per minute (rpm). Log file review was requested which revealed low flow alarms throughout the history with eliminated flow values of 0.5 lpm - 1.6 lpm. The event log file captured f67 harmonic compensation lvad fault flag events at 11:48:43 am, 1:49:00, and 11:51:02. On (B)(6) 2026, the patient was noted to still be on extracorporeal membrane oxygenation (ECMO). Left ventricular assist device (lvad) flow was 2.3 with a speed of 7000 rpm. The patient was on IV anticoagulation. Additional log files were submitted which revealed set speed changes, low flow hazard events, harmonic compensation, and motor instability faults between on (B)(6) 2026. Pump power appeared to be fluctuating at times. On (B)(6) 2026, the patient had a sudden increase in power from 6 to 9.5 watts. It appeared the pump automatically reduced speed from 7000 rpm to the set low speed of 6000 rpm. Log file review revealed persistent harmonic compensation and rotor instability faults. The log file confirmed the pump was not reaching the set speed with increasing pump power and flow. The pump temperature was also noted to be slightly elevated, indicative of something interfering with the pumps ability to maintain the set speed. On (B)(6) 2026, the pump was exchanged.